Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to wound drainage. Intra-operatively, the surgeon said the patient's tissues "looked good" and did not feel infection was present. A 5x9 knee insert was revised. Rep reported that no further information will be available.